Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the analogue interface (ai) printed circuit board (pcb) to correct the issue. The unit passed all tests and calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator was reading higher pressure than what was set. The patient was transferred to another ventilator without harm.